Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: there were no lines found going through the oled. Multiple scratches were found on the display lens. The display screen was still found to be viewable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).